Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients pacemaker went into early battery depletion as the battery life estimation dropped significantly in two months. The device is still in use. No patient complications have been reported as a result of this event.